Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating. It is also alleged that the patient suffers from loosening.update: 6/4/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate the cup and sleeve were anteverted, the tip of the the stem was broken. Records are available for further review.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes x2bdj1, 1120468, and 1048076. A search of the complaint database search finds additional reported incidents against lot codes 1098380 and 1055127 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what was previously reported, ppf alleges pseudotumor, loosening of the cup, and fractured bone.